Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that four corkscrew suture anchors, ar-1915ft, were being used in a surgery. Upon insertion of the fourth anchor, the shaft broke and a fragment was left in the anchor. The fragment was unable to be removed from the patient.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the distal tip of the 3.5 mm ar-1915ft drive shaft had broken off at the interface with the corkscrew anchor. No fragments were received for investigation. Material analysis concluded that the drive shaft met all as-received specifications. As such, this event is most likely the result of user applied mechanical forces, such as through prying/leveraging the drive shaft during anchor insertion.